Event description:
It was reported that the procedure was to treat a bifurcated lesion in an anterior descending artery with 60% stenosis, mild tortuosity and mild calcification. The 2.50x23mm xience alpine stent delivery system (sds) was not prepped/flushed prior to use and had resistance during advancement with a guide catheter and was getting stuck during removal. The physician lost access since the stent and guide catheter were removed as a single unit. Additionally, the stent was noted to be semi-bent and stretched upon removal. Another non-abbott stent was able to traverse over the same guide wire and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - incorrect prep.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material deformation was confirmed. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. The guide wire exit notch was stretched and torn consistent with interaction with the procedural guide wire during the reported difficulties. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the 2.50x23mm xience alpine stent delivery system (sds) was not prepped/flushed prior to use. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) lists delivery system preparation to be performed prior to delivery procedure. It does not appear the IFU deviation caused or contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the device interacted with the guiding catheter during advancement to the lesion causing the reported difficulty to advance and subsequent material deformation. Continued interaction with the guiding catheter during removal resulted in the reported difficulty to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.